Event description:
It was reported, the plastic portion disassociated from the metal portion of the set screw during implantation. Pulled out both parts, and just left in the other set screw.

Manufacturer narrative:
Device was discarded by the hospital. No eval will be performed. If add'l info is rec'd, it will be submitted on a supplemental report.